Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2012-04159. It was reported that during a rotational atherectomy treatment procedure, a wire fracture occurred. The 90% de novo target lesion was located in the severely calcified and severely tortuous mid to left circumflex (lcx). The physician advanced the rotablator rotalink plus device to the lesion and performed nine ablations for 10 to 15 seconds each. During the 9th ablation run, the 330cm rotawire floppy guide wire detached in the left main trunk (lmt) to the aorta. One part of the fracture device was successfully removed from the patient using a non bsc balloon catheter and an unknown guide wire. However, the radiopaque section that remained in the vessel was snared. The procedure was completed with a different device. No further patient complications were reported and the patient status is listed as good.